Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-02336 / 02337).

Event description:
Legal counsel for patient reported that patient underwent a hip revision procedure approximately eight years post-implantation due to alleged failure of the hip prosthesis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left hip revision approximately eight years post-implantation due to pain. During the procedure, there was a large amount of hemosiderin stained tissues and large globulations consistent with pseudotumor and after disengaging the head there was a moderate amount of trunnionosis with black debris on both the trunnion and femoral head. Metal wear and metal poisoning were also noted. Attempts have been made and no further information has been provided.